Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6). G1 contact office phone: +(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a button failure. The device was in clinical use when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
H10: a follow up was performed with the key market, and the responder reported that the button that failed was the "switch key"; no further details were provided. It was then reported that the hospital's equipment department replaced the switch key to resolve the issue. The device was returned to service.